Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This crt-p was explanted and replaced with different model. No additional adverse patient effects were reported.